Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: field service engineering (fse) visited the customer account to address the reported event. During servicing, fse verified the error message in the error log. Fse confirmed that the error was intermittent and random and therefore could not be reproduced. During inspection, fse found corrosion on the home sensor cable, removed the conductors and cleaned them. Fse adjusted the turntable home and then ran quality controls (qc) with ferritin (fer) with acceptable results. The instrument was verified as operational. There was no further action required by fse. A 13-month complaint history review and service history review was performed for similar complaints for serial number (B)(4) from 04-aug-2017 through aware date (B)(6) 2018. There were no similar complaints found during the searched period. The aia-360 operator's manual under chapter 7 - error messages and flags states the following: list of error messages; if a problem occurs during assay or it is difficult to continue an assay, an error message is displayed. Together with the error message, a buzzer sounds to alert the operator to the error. At the same time, the printer also prints the error message. Error message table lists error 4001 turn table home sensor indicates that the "turntable motor home sensor remains activated". Troubleshooting for the error states to "turn the power off and on again. If this problem reoccurs, contact the service department". The most probable cause of the 4001 turn table home sensor error messages was due to corrosion on the turntable home sensor wire.

Event description:
A customer reported error message 4001 (turn table home sensor) with the aia-360 instrument. The customer reported had a periodic maintenance (pm) and has been occurring since that time. The customer checked for obstructions and placement of the sample holders, but no issues were found. Field service engineering (fse) was dispatched to address the reported event, which resulted in a delay of parathyroid hormone (ipth) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.